Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that one of the two pins at the end of the device's therapy cable has become loose. It can be pushed back into place looking like there is not a fault. This happened when the customer was demonstrating the weekly shock test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.